Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b4 - corrected date to (B)(6) 2020. G4 - date should be corrected to (B)(6) 2020 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No [or#] similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -08.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Pupil block, angle closure with elevated iop (38mmhg) was assessed on (B)(6) 2019. Unreactive (fixed) pupil, mid-dilated iris with peripheral irido-corneal touch and flat ac was observed. An addition of new pi and yag was performed. This resolved the problem. Cause of the event is reported as "probably visco elastic trap." Reportedly, "had to do second pi yag. Very difficult but managed to get pupil block reversed and settled down."